Event description:
Boston scientific received information that this patient was admitted to the emergency room and required intubation. Device interrogation noted the device was at elective replacement indicator (eri) and the pacing rate was below the lower rate limit (lrl). Additionally, the system exhibited loss of capture at the highest device output and impedance measurements could not be obtained. The device was replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial testing verified the device did not have telemetry capabilities. Detailed evaluation revealed the device was drawing a high current which resulted in the premature battery depletion. No other adverse events have been reported. This product issue will be updated if additional information is received.